Event description:
As reported, a navilyst medical convenience kit was being utilized during a stemi case. The nurse noticed that air was being aspirated and it was believed that the stopcock had been attached backwards in the kit configuration. When the physician attempted to remove and re-connect the stopcock, it broke off. No air was injected into the pt and the procedure was completed. The used devices were discarded at the hospital.

Manufacturer narrative:
As no lot number was provided, a ship history report (shr) was generated for item number ((B)(4)) in order to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the shr were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The navilyst medical (B)(4) 2012 complaint report was reviewed for the product family of convenience kits and the failure mode of "assembled incorrectly," and "air in system." No adverse trends were identified. As no device sample was returned, the complaints of air in the system and incorrect assembly could not be confirmed. A possible root cause of air bubbles could be that the end user did not secure all connections. The directions for use contains the following statements: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger-tightened." The likely root cause for the stopcock being attached backwards is that the responsible employees failed to properly attach the components and verify the proper attachments per the specification drawing and procedures. In lieu of retraining and to heighten the awareness of the reported issues, the responsible department has been notified of this complaint. The manufacturing process controls for the reported device include verification that all components are correct and have been properly oriented within the pouch. All connections are to be firmly attached, without being over-tightened. Additionally during the pouch sealing process, correct components, attachment, and device placement are visually verified. (B)(4).